Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance was not determined. There was no kink or damage observed on the catheter, and the solitaire pushwire was not kinked. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the thrombectomy procedure, resistance was encountered while advancing the stent through the microcatheter. The microcatheter model was rebar 27, lot number d034420. The procedure was completed using a thrombectomy stent from another brand. All the above devices were pre-flushed and continuously irrigated with saline according to IFU requirements. Resistance occurred in the middle section of the rebar. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke. It was noted the patient's vessel tortuosity was moderate. There was 1 pass with the device.